Event description:
The customer was performing a tpe procedure and she noticed there were tiny air bubbles starting in the replacement fluid lines below the "y" and then exiting the return air chamber. In the warmer line there were pockets of air 1/4 to 1 1/4 inches long. She was able to remove the air before it went to the pt. The customer is unwilling to provide the pt identifier due to hipaa regulations. The disposable set is unavailable because the customer discarded it. No medical intervention was necessary for this event. The pt is stable and continuing daily treatment with tpe. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation: the inlet flow has been 16 and 20 ml/min and the ac ratio was 15. There was no evidence of kinks. Obstruction or clumps in the disposable set. There were no alarms and there was no accumulation of air in the return air chamber. The connection at the slip luer and the luer connection above the return air chamber are tight per the operator and there is no apparent leakage of air into the system at these points. Investigation eval and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
Terumo bct internal ref: (B)(4). This report is being filed to provide add'l info. Root cause: this disposable set was unavailable for specific root cause analysis. The alarm was generated by proper function and response of air detection chamber. No safety issue occurred, nor was alleged to be likely to occur.